Event description:
It was reported that this artificial urinary sphincter was removed due to a technical deficiency with reduction in balloon volume and loss of effectiveness indicating patient incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cuff, pump, and balloon found no abnormalities and passed the leak testing performed. The balloon did not pass the functional testing performed. Based on the information available, the reported observations were confirmed.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to a technical deficiency with reduction in balloon volume and loss of effectiveness indicating patient incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.